Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after implantation of lens during the intraocular lens (iol) implantation procedure, the iol looked blue immediately. The surgery was completed without product replacement. It was unknown whether these findings disappeared or continued. There have been no reported health problems or harm to the patient. The lens remained implanted. Additional information was requested, but no further information is available. There are 224 medical device reports associated with this event. This is 13 of 224.

Manufacturer narrative:
The product was not returned for analysis. No photo or video was returned. The root cause could not be determined for the reported anomaly that the lens appeared blue after implant. The issue was not reported at the time the surgery occurred. On 02-apr-2025, the surgeon retroactively reported all alcon lenses from their surgical book. This covered a three-month period from january through march 2025. This was a bulk complaint return involving products manufactured at two distinct company manufacturing sites. By having two distinct manufacturing sites with different production timelines, the complaints are not considered to be associated with a single, site-specific manufacturing factor. A photo or video confirming the individual complaints was not provided. The surgery was completed without product replacement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).